Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. On 02/26/2026, intuitive surgical, inc. (Isi) received mw5183122 stating: during the robotic incisional hernia repair the robotic instrument called the mega suture needle driver cable snapped cleanly. The part was recovered and removed from the patient. No other debris was noted in the surgical site. This was 12th use of this particular instrument.

Event description:
Refer to h11 for follow-up information.